Event description:
While trying to advance a guidewire to seal a balloon catheter, the physician experienced a great resistance. The physician tried to retrieve the catheter and guidewire but it was hard to pull out. Suddenly the resistance disappeared and he realized the catheter and guidewire had been ripped off. The ripped parts were retrieved with no consequence to the patient.